Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead. The guidewire was removed from the lv lead and the lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).